Event description:
Reportable based on the product investigation completed on 12sep2024. It was reported that the device failed to reach the normal speed. The stenosed target lesion was located in the left circumflex artery. A 1.25mm rotablator plus was selected for use. During the procedure, it was noted that the burr could not reach the normal speed. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the coil and burr were detached.

Manufacturer narrative:
E1. (B)(6). The device was returned and evaluated by manufacturer. Inspection of the device found that the coil had numerous kinks. The coil and burr were detached, and the burr failed to return for further analysis. Also, the coil was stretched for majority of the coil length. The distal end of the sheath was worn.